Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their dbs appointment today and a short was discovered when conducting an impedance check. The patient was receiving therapy without using the short. The issue was not resolved. No surgical intervention was going to be performed or planned. There were no symptoms reported.